Event description:
It was reported that the pt "never received good effect from the pump since the original system was implanted." The original implanter determined that the pump and the catheter were fine. It is uncertain what device troubleshooting was performed. The pt was evaluated by other physician and it was decided to replace the entire system. During the surgery, the catheter was noted to be cut at the spinal entry site of the catheter. The patient's new pump was set at 100 mcg/day of lioresal 2000 mcg/ml; the pt had previously received a daily dose of 1100 mcg. The managing hcp planned to titrate the dose. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.